Event description:
On (B)(6) 2024 mediport was being removed since no longer needed. When removing the port, it broke off. Converted to general anesthesia and after multiple attempts to remove snare it was unable to be removed. Venogram done and determined it should be left in. Patient discharged and will have further testing to determine next step. Was initially inserted in 2010. Patient reported it flushed easily but no blood return. Unknown manufacturer.